Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "machine pressure sensor autozero failed", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "machine pressure sensor autozero failed", had occurred. The remote service engineer (rse) advised the replacement of the solenoids and data acquisition (da) printed circuit board assembly (pcba). Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the error, "machine pressure sensor autozero failed", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "machine pressure sensor autozero failed", had occurred. The remote service engineer (rse) advised the replacement of the solenoids and data acquisition (da) printed circuit board assembly (pcba). The customer replaced the solenoids 2 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.